Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2386, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section on an unknown date and suture was used. The needle broke when sewing uterine myometrium during cesarean section. The broken needle was found. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.